Event description:
The customer reported being admitted as an inpatient for medical treatment due to her low blood glucose of 51mg/dl, and she was treated with food. The caller has been experiencing low and high blood glucose often. Troubleshooting was performed. Reviewed the priming technique and it was correct. The reservoir was showing the same amount of insulin as shown on the status screen. The customer stated that her blood glucose is constantly fluctuating, and she is in touch with her doctor. Advised to call back if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.